Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient's dura was punctured during the trial procedure, resulting in headaches. The trial was ended early and the device was removed.